Event description:
Damage to the pump housing surrounding the usb port was reported. There was no adverse impact to the customer¿s blood glucose level. Customer technical support determined that the screws did not hold the plastic piece surrounding the usb port in place upon receipt of pictures. Consequently, technical support arranged for a replacement pump with updated software to be sent to the customer, who continued using the current pump while awaiting replacement delivery. The customer acknowledged the instructions provided regarding the replacement pump, including shipping and storage mode details.